Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) device did not meet expected longevity. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device previously registered eri (elective replacement indicator) and the lead outputs were adjusted downward and the replacement scheduled. At time of replacement, the device did not register eri upon interrogation but the physician proceeded with its replacement. It was also reported, there was muscle/nerve stimulation with left ventricular lead. The device and the lead were replaced. No patient complications have been reported as a result of this event.